Event description:
It was reported to philips that the device had a key and ECG problem. There was no patient involvement.

Event description:
It was reported to philips that the device had a key and ECG problem. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was due to a broken button. The front case of the device was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.